Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Indeed, upon initial checks it was found that despite whatever temperatures the tanks were set to, the device just remained at room temperature. The patient side was switched off and the cardioplegia side was then cooling and heating properly. The device was turned off and on several times and it worked as expected. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause was a temporary sticking valve in the cooling circuit. The device function will be monitored. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating up on the patient side while it was not cooling down on cardioplegia side during service. There was no report of patient injury.